Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. It was suspected that lead damage was the cause of the noise and oversensing, however, no diagnostic imaging has been performed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.